Event description:
The customer reported that the image disappeared during lateral x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed and onsite investigation. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.